Event description:
It was reported that the asymptomatic patient developed pneumothorax, discovered by chest x-ray taken the day after implant procedure. The patient was given oxygen via a nasal cannula and was monitored overnight. The patient was discharged with close follow-up.